Event description:
It was reported that during a low anterior resection procedure the device cut, but did not staple. Had to hand sew the anastamosis to complete the procedure. There was no pt consequence.